Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a non-medtronic valve, a p ost-implant balloon aortic valvuloplasty (bav) was performed due to under-expansion. Upon removal of the balloon, the valve dislodged into the aortic sinus. Subsequently, the valve was snared into the ascending aorta, and a second valve was implanted successfully. No additional adverse patient effects were reported.